Manufacturer narrative:
(B)(4). During power up, the unit returned multiple unexpected multiple insulin pump error alarm. Eventually after multiple restarts, the unit returned a critical pump error (open book image) alarm. After further review, did not note any evidence of previous moisture presence or corrosion on the electronic boards, assemblies, or the motor itself. Unable to upload/download due to a problem associated with the electronic assembly. Unable to perform displacement test due to the constant restarts and the critical pump error (open book image) alarm. The unit was received with a crack in the battery tube. Inserted a test p-cap into the retainer ring, and it locked in place properly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had physical damaged.no harm requiring medical intervention was reported. The insulin pump will be returned for analysis.